Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) one day post-cardiac resynchronization therapy defibrillator (crt-d) implant. The patient remained in the hospital for approximately one week. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.